Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Another cartridge was used to resolve the issue. Customer's blood glucose was within range.